Manufacturer narrative:
One device was returned for repair. There was no physical damage found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event log confirmed that there were no errors in the settings and no record of any alarms related to flow rate accuracy. Functional testing was performed, and the problem was not replicated. The accuracy was within specification. However, it was near the upper limit of the standard value. Possible problem with the cassette or circuit products. Since it was near the upper limit of the standard value, preventively, the expulsor was adjusted. Performed all function tests and all passed.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a flowrate problem. The event occurred before patient use, during testing. There was no patient involvement, and no patient harmed reported.